Event description:
It was reported that after the patient received an appropriate shock, the right ventricular (rv) lead electrogram showed noise. Also there was increased short interval counts (sic) of 78 over the past month compared to the prior check when the sic was 300 over a three months prior. It was questioned if there was a possible lead insulation issue. The rv lead was going to continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was oversensing of electromagnetic interference/noise. There was also oversensing with non-physiological short interval counts (sic). The v-sic equals 78 counts, in 26.81 days between (B)(6) 2013. Programmer save to disk data shows noise on the can to hvb channel, in egm episode #50. There was also oversensing with non-physiological sic. Concomitant products: d154vrc implantable cardioverter defibrillator (B)(6) 2007; 6933 implantable tachy lead (B)(6) 1994. (B)(4).